Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction. The lesion being treated was severely stenosed at the anastomosis of the saphenous vein graft to the obtuse marginal branch. The "not heavily calcified" lesion was 99% stenosed, 2.25mm in diameter and 8mm long with "no extreme tortuosity". The physician treated the lesion by implanting a 2.25x8mm taxus liberte atom stent. In (B)(6) 2011, the patient experienced a myocardial infarction. An angiography and echocardiogram were performed, however, no additional treatment was given. The patient's status is unknown.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).